Event description:
The facility reported an infusion pump with bad batteries. The event was reported to have occurred during biomed testing. Though requested, no additional information was provided regarding the demographics of the patient, the medication involved, or the device programming. No additional contact information was available.